Event description:
It was reported that during a routine procedure, the connector of the left ventricular (lv) lead had several fractures. The physician repaired the lead with a lead repair kit and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 503258, implanted: (B)(6) 1998. (B)(4).